Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during reaming, the instrument was damaged. It looked like the instrument was damaged by recoil when it hit a slightly hard bone.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation, and matches the alleged failure. The device inspection revealed the following: the visual inspection of the received device shows that the reamer is deformed approximately by 90 degrees from the middle and the coil has opened and is stretched from the middle due to this deformation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause was attributed to a user related issue. The failure was caused due to an improper usage of the reamer as it was operated in an anti-clockwise manner which is an off-label use. Consequently, the spiral at the middle of the of the reamer got wound up and bent. If more information is provided, the case will be reassessed.

Event description:
It was reported that during reaming, the instrument was damaged. It looked like the instrument was damaged by recoil when it hit a slightly hard bone.